Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that the pessary retrieval string was caught in the insertion tube, thereby making the string inaccessible to aid in the removal of the pessary. No further information is available.